Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an all manifold test failed. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for initial reporter: person in charge e1 for event site name: (B)(6). E1 for event site city: (B)(6).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (component codes), h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d5, d9, d8, e1(initial reporter), e2, e3, e4, g2, g3, g6, h2, h3, h6(problem code, type of investigation, investigation findings, component code, conclusion), h11. The fse that encountered the issue replaced the safety disk. The test passed, and the unit worked without any problems. The failure analysis and testing dept. Received part with a reported unit failure of the all manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.